Manufacturer narrative:
(B)(4). The customer evaluated the device and determined that the cause of the reported failure was due to a failure of the therapy cable assembly. The customer replaced the therapy cable assembly and observed proper device operation through functional and performance testing. The device was then returned to svc for use. The removed therapy cable assembly was not returned to physio-control for further eval.

Event description:
It was reported that the customer's device would not deliver defibrillation therapy during testing. There was no pt use associated with the reported failure.